Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and abdominal distension ("bloating`"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, menorrhagia, metrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received.new reporter added. Category of case changed to incident. Patient demographic added.event injury is replaced by pain. New events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) and bloating. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral contraception from 2000 to (B)(6) 2006, menometrorrhagia, leiomyoma nos and anemia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating`"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total abdominal hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, genital haemorrhage, metrorrhagia and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for other injuries/symptom. No coil was visible at the as upon removal of the unit. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Lot number: 508292 manufacturing date: 2005-06, expiration date: 2007-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, leiomyoma and anemia. Previously administered products included for prevent pregnancy: birth control pills from 2000 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal distension ("bloating`") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total abdominal hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, metrorrhagia, abdominal distension and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for other injuries/symptom. No coil was visible at the as upon removal of the unit. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal). Outcome of event menorrhagia were updated. Reporter information, aka name, historical drug, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.